Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8117700. Medical device expiration date: 6/30/2023. Device manufacture date: 4/27/2018. Medical device lot #: 8205842. Medical device expiration date: 9/30/2023. Device manufacture date: 7/24/2018. Investigation summary: a total of 335 samples were received from both lot#s. A random sample of 30 units were taken from both lot#s. The coring test was performed on the random samples. They were 2 or less; the specification is 3 or less. They passed testing and failure mode is not verified. Root cause could not be determined. A total of 335 samples were received from both lot#s. A random sample of 30 units were taken from both lot#s, the coring test was performed on the random samples, they were 2 or less, the specification is 3 or less. They passed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd percisionglide¿ needles are coring rubber stoppers. This occurred on 30 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd percisionglide¿ needles are coring rubber stoppers. This occurred on 30 separate occasions but the date/time and or patient information is unknown.